Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Attempts were made to obtain additional information but were unsuccessful. The patient's ppm was explanted and a new system was implanted. Available information indicates that the product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.